Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd optima leaked during use. The following was reported by the initial reporter: "it was reported that while priming etoposide, chemo began to leak through between phaseal and backcheck valve onto chemotherapy prep station.   Verbatim: while priming etoposide, chemo began to leak through between phaseal and backcheck valve onto chemotherapy prep station. Priming was stopped, charge nurse notified. Pharmacy was notified and new bag sent. And helped to clean the spill."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd optima leaked during use. The following was reported by the initial reporter: "it was reported that while priming etoposide, chemo began to leak through between phaseal and backcheck valve onto chemotherapy prep station.   While priming etoposide, chemo began to leak through between phaseal and backcheck valve onto chemotherapy prep station. Priming was stopped, charge nurse notified. Pharmacy was notified and new bag sent. And helped to clean the spill."